Event description:
The pt received his scs system including an ipg and percutaneous leads on (B)(6) 2007. It was reported that during diagnostic testing, the leads exhibited invalid readings. During the lead replacement procedure on (B)(6) 2008, it was discovered that the ipg was the source of the reported problem, not the leads. The ipg was replaced and returned to ans for eval. Follow-up on the pt found no further issues reported.

Manufacturer narrative:
Eval - method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Ipg fails functional testing with a pcb component being the source. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.